Event description:
It is reported that three knees have extension lag with an average of 11 degrees. It is unknown if the patients have been revised.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007/s00402-008-0670-2. It was reported in a journal article that three knees had extension lag with an average of 11 degrees. The article indicates that all patients were implanted with a miller-galante ii unicondylar prosthesis. These devices are used for treatment of patients. The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; the condition of the components is unknown. Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.